Manufacturer narrative:
This medwatch is for the advantage system 1. (B)(6).

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 317 mg/dl, 182 mg/dl, and 154 mg/dl. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 317 mg/dl, 182 mg/dl, 154 mg/dl (advantage system 1) and 148 mg/dl, 154 mg/dl (aviva) customer allegedly received the following results, with two different roche meters, within 10 minutes: 317 mg/dl, 182 mg/dl, 154 mg/dl (advantage system 1) and 293 mg/dl, 201 mg/dl, 163 mg/dl, and 152 mg/dl (advantage system 2) advantage system 1 readings were only taken once - no duplication of readings. No actions taken based on device results. No adverse event reported. Customer was concerned that he had alcohol on his finger while performing all these tests, and that the alcohol swabs might have been contaminated. He also stated that he might have had "something else" on his finger during the tests that might have affected the readings. Requested return of suspect device and replacement was sent.